Event description:
Customer reports via phone that during an undetermined urology procedure, both table monitors failed. Customer provided no further patient or procedural information, other than to say the procedure was completed and patient is fine. Customer would not provide additional contact info for follow up with staff. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.